Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported as that the device failed pressure testing. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of failed pressure test. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. The problem was confirmed, and it was discovered that the downstream occlusion (dso) sensor was damaged. Device passed all testing post repair. Probable cause was damaged dso sensor.